Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a broken grip at the grip base. A piece approximately 0.560" x 0.167" was found to be broken off the yaw pulley. The broken piece was not returned returned.

Event description:
It was reported that during a da vinci assisted procedure the tip of the fenestrated bipolar forceps instrument was missing. The procedure was completed and there was no patient injury.